Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during investigation, the battery compartment is undamaged, no battery cap was returned, test battery cap was used. The pump was stuck at the hour glass and was unable to boot up, reported ¿hour glass¿ complaint is duplicated. The pump¿s cover was removed, u22 eeprom component was found cracked unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was noted that the screen was stuck on the "hour glass" symbol and a new battery was replaced and it would not progress past the hourglass. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.